Manufacturer narrative:
The lens was returned in a small plastic container. Blood and solution was dried on the lens. The optic had deep scratches and scuff marks on the anterior and posterior sides of the lens in the shape of an instrument used to grasp the lens near the central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic surface damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company 19.5 diopter, add power +2.2 & 3.2 lens model was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced hazy vision at near/intermediate distance. The lens was exchanged for another lens model following the initial procedure. Clinical reason for explant was mentioned as patient unsatisfied with hazy vision at near and intermediate. Additional information has been requested.